Event description:
It was reported that the pt's implantable neurostimulator system was "not working." No further details or pt symptoms were provided. It was later reported that the pt's device had not worked "in over one year." It was stated that a CT scan was performed for an unspecified reason. There was no troubleshooting of the device performed. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A follow-up report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).